Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that water would not withdraw from the syringe when deflating the balloon during pretest.

Manufacturer narrative:
Received photo of catheter (showing from the balloon to the tip of catheter). The reported event was inconclusive, due to the condition in which the sample was received. Per visual inspection, the balloon appeared to be slightly inflated. We were unable to perform functional testing on returned sample since no physical sample was returned. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications: method for use: do not reuse. Do not resterilize. This devic contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodin, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Applicable patients patients who are or have been allergic to natural rubber latex. Patients with known allergy to silver coated catheter". (B)(4).

Event description:
It was reported that water would not withdraw from the syringe when deflating the balloon during pretest.